Event description:
Customer reportedly obtained results of 31 mg/dl and 32mg/dl on the aviva system. In response to the results, customer ate 2 glucose tablets and drank juice. Customer retested with a result of 144mg/dl. All results obtained within 10 minutes. No adverse event reported. Requested return of suspect system and replacement was sent.